Event description:
On (B)(4) 2013, kci regulatory received article, "state-of-the-art treatment of chronic leg ulcers: a randomized controlled trial comparing vacuum-assisted closure (v.a.c.) With modern wound dressings," which reported that one patient experienced erysipelas while using v.a.c. Therapy. Dates not provided. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. There have been several attempts made to gather additional information, but there has been no response. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged erysipelas is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.